Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 30 mmol/l associated with air bubbles in the cartridge. The event was reviewed with the reporter and indicated that the reporter noted the air bubbles in the cartridge prior to use of the cartridge. Troubleshooting of the cartridge filling technique indicated that the patient was not filling the cartridge per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge device.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.